Event description:
It was reported that the user and spouse experienced repeated scan errors when attempting to pair a new freestyle libre 3 plus sensor with the ilet mobile app, which persisted after deleting and reinstalling the app, and the issue resolved after swapping to a different sensor that successfully scanned and paired. Symptoms included no adverse clinical effects, no alerts, and no alarms. Outcomes included restoration of sensor pairing and continuity of therapy without medical intervention or hospitalization. Investigation included troubleshooting with app reinstallation, device re-login, and sensor replacement, followed by referral to the partner manufacturer¿s support line for replacement coordination. Investigation of this case revealed a sensor-related pairing/communication issue consistent with a device-sensor interface problem that was mitigated by replacing the initial sensor. It was concluded, based on previously established findings for similar reports, that the cause was an isolated sensor interface malfunction resolved through replacement.